Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 1 ml bd¿ slip tip syringe bulk sterile pharmacy convenience tray had its tip of the syringe coated with a white firm/residue. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Results - bd received 22 samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for cloudy tips with the incident lot was observed in 21 samples. Cloudy tips are a result of normal molding process. Over time a small amount of plastic build up or residue occurs in the mold causing this defect. It is remedied by polishing the mold. The cloudy tip defect is cosmetic. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - confirmed: bd canaan was able to confirm the customer's indicated failure, however the defect is an acceptable condition.